Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. It was noted that the lp exhibited high capture threshold but was elected to leave implanted. During post-operative check, it was noted that the lp was failing to capture at high output. It was suggested that the lp may have sustained micro-dislodgement and the helix was noted to have become deformed. The lp was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported issue of capture issue was not confirmed. The reported event of device stretched helix was confirmed. Final analysis noted outer helix length was out of specifications consistent with having occurred during procedure. Further analysis performed, including output verification showed normal device characteristics without any anomalies contributing to reported event of capture problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.